Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's international normalized ratio (inr) was a 2.8 at the time when they were admitted to the hospital. Coumadin was held and the patient was transfused while their inr drifted down. The patient required 3 units of packed red blood cells. Gastroenterology was consulted and the patient then underwent an enteroscopy and colonoscopy on (B)(6) 2021 that showed an active bleeding arteriovenous malformation in the transverse colon which was treated with argon plasma coagulation (apc). Coumadin was then restarted and the patient's hemoglobin remained stable. As of (B)(6) 2021, the patient was not actively bleeding, but they did receive outpatient blood transfusions in response to their hemoglobin levels being lower than 7 g/dl.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed.